Manufacturer narrative:
Medtronic received additional information that immediately post implant of the first 29mm mitral bioprosthetic valve "the leaflets did not open and close correctly and were stiff". As a result, that valve was explanted and replaced with a valve of the same size and model. No additional adverse effects were reported to have occurred during the surgery. Nine days later, echocardiogram identified blood within the pericardial sac. This was reported to be not related to the medtronic heart valve. A "pericardial puncture" (pericardiocentesis) was performed to evacuate the blood from the pericardial sac. The pericardial bleeding was previously reported as "cardiac clogging". It was reported that the patient recovered well and no additional adverse patient effects were reported. The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received additional information that immediately post implant of the first 29mm mitral bioprosthetic valve "the leaflets did not open and close correctly and were stiff" . As a result, that valve was explanted and replaced with a valve of the same size and model. No additional adverse effects were reported to have occurred during the surgery. Nine days later, echocardiogram identified blood within the pericardial sac. This was reported to be not related to the medtronic heart valve. A "pericardial puncture" (pericardiocentesis) was performed to evacuate the blood from the pericardial sac. Pericardial bleeding unrelated to the bioprosthetic valve was previously reported as "cardiac clogging". It was reported that the patient recovered well and no additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve holder was received loosely attached to the valve. There was no evidence of blood contact on the returned valve. All leaflets were in the closed position. All commissures were intact. All leaflets were flexible and intact. Per visual assessment, the valve met specifications. The valve was placed on the coaptation tester (coaptation testing test method, valve assembly), all leaflets remained in the closed position with no gaps or pinholes. The pressure held at 5.5 inches of pbs (phosphate buffer solution). Conclusion: the product investigation is in progress. Upon completion, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that during the implant of this 29mm mitral bioprosthetic valve, the valve was tested and it was observed the leaflets did not open correctly. Therefore, the valve was explanted and replaced with a different medtronic valve. It was reported that after the procedure there was "clogging cardiac". No additional adverse patient effects were reported. Product analysis: the product has been returned and analysis is in progress medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm mitral bioprosthetic valve, the valve was tested and it was observed the leaflets did not open correctly. Therefore, the valve was explanted and replaced with an unknown device. No additional adverse patient effects were reported.